Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device was found on the floor near their bathroom. A review of device data noted a successful threshold test and no other concerning data. Of note, the patient was reported to have dementia so the context surrounding the patient being found on the floor was unknown. The device remains in service.